Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report stating that, during a functional check, the encoder was making an unusual squeaky noise. The knob was removed to clean the shaft, but this did not make a difference. With the knob being turned clockwise and counterclockwise, the encoder started to get harder and harder to turn and then became stuck. There was no patient involvement. Sorin group (B)(4) is conducting an investigation. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report stating that, during a functional check, the encoder was making an unusual squeaky noise. With the knob being turned clockwise and counterclockwise, the encoder started to get harder and harder to turn and then became stuck. There was no patient involvement.